Manufacturer narrative:
No motor error alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 519 and 396 mg/dl. Customer's current blood glucose level was 71 mg/dl. The customer was mentioned motor error and no delivery alarms. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer treated for high blood glucose level with insulin pump and shots. Troubleshooting was declined for high blood glucose level and no delivery alarms. The insulin pump will be returned for analysis.